Event description:
It was reported that there was a hole in the shaft. An fg emerge mr, ous 2.00mm x 15mm was selected for treatment of the target lesion. Prior to the procedure, it was noted that the wire was coming out near the second markerband. The device was replaced with another similar device, and the procedure was completed successfully. There were no patient complications.